Event description:
It was reported via repair work order that the headend lift was stuck elevated due to damaged lift power coil cable. It was also reported that the nurse call cable pin connector was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.